Manufacturer narrative:
Citation: zain khalpey, md journal: ann thorac surg 2016: 101(2):650-7 10.1016/j.athoracsur.2015.07.081 article title: nineteen-millimeter bioprosthetic aortic valves are safe and effective for elderly patients with aortic stenosis earliest date of publish used for event date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the use of 19-mm aortic valves in elderly patients with a small aortic root. All data were collected from a single center between january 2002 and december 2011. The study population included 257 patients predominantly female, mean age 77 years, 12 of which were implanted with medtronic freestyle/mosaic (serial numbers not provided). Among all patients adverse events included: patient prosthesis mismatch, reoperation for bleeding, stroke, renal failure, atrial fibrillation (afib), permanent pacemaker implant. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.